Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 250 -300 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was leaking from the cartridge septum. A correct bolus via the pump was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.